Event description:
The customer reported a fluid leak of of diluent and cleaner reagents of approximately 4l (liters) in volume from a coulter lh 500 hematology analyzer during shutdown. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, safety glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/11/2015. The fse found a leak from tubing that had become disconnected from feed-through fitting 107 (ff107). The fse reconnected the tubing at ff107 which resolved the leak. The instrument ran without leaks and all the repairs were verified per established service procedures. (B)(4).